Manufacturer narrative:
Returned for evaluation was one guidewire. As received, the customer's reported complaint event was confirmed for guidewire knotted. (B)(6) and guidewire sample were sent to heraeus for sample evaluation/root cause determination and DHR review of supplier lots. As per the (B)(6) response from heraeus medical, since there was no evidence that this failure mode can be caused by improper manufacture of this product, there are no reasons to think this is a manufacturer-related issue. The root cause is undeterminable at this moment for this issue. The reviews of the DHR demonstrate compliance and conformance to applicable procedures and specifications. The customer's reported complaint description of guidewire knotted was confirmed. A definitive root cause for the reported event cannot be determined. Given the event description and the evaluation of the returned guidewire with knot in the tip, the likely root cause for this knotted guidewire event is rough manipulation during insertion/use. No manufacturing non-conformances observed by supplier during sample evaluation/DHR review. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the dfu that is supplied in bioflo kits item number contains the following precaution: note: if using hydrophilic guidewire, fill the wire holder (hoop) or bathe the guidewire with sterile normal saline for injection to ensure activation of the hydrophilic coating prior to the procedure. This may need to be repeated during the procedure by gently flushing the catheter with sterile normal saline solution for injection through the supplied flush assembly with the guidewire in place. C. Recommended tip location is at or below the axillary line. Precaution: if guidewire must be withdrawn, remove the needle and guidewire as a single unit. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a bioflo midline 4f sl-20cm max sterile barrier nursing kit w/ two nitinol guidewires. A patient in an emergency room (ER) had contracted arms which resulted in a difficult device placement. The access needle had been placed in the patient's arm/right basilic. The placer had to push in and pull out multiple times on the wire until the line was confirmed and when the end user went to remove the guidewire, it would not pull out. The end user brought in an ER doctor for assistance and a cut down procedure was performed to pull the guidewire out of the patient's vessel. Once the guidewire was removed from the patient, it was knotted that the end of the wire was knotted. The patient required a few sutures where the guidewire was pulled out. It was reported that the patient had midlines placed previously with no issues.